Event description:
It was reported that the patient went into an svt over 200 bpm but did not receive therapy. The patient symptomatic with dizziness, was transported to the hospital and externally defibrillated. Device interrogation revealed defib therapy was not available. A power-on reset had occurred. It appeared the device went into back-up while charging to deliver therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device reset was confirmed. The reset was found to be power- on-reset occuring during delivery of high voltage therapy. Six over current detections were recorded. During analysis, the device tested normal and no anomaly was noted.